Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-08689. Related manufacturer reference number: 1627487-2019-08690. It was reported that effective coverage was lost due to the migration of the patient's leads. The issue was confirmed via x-rays. Consequently, the patient underwent surgical intervention wherein the leads were replaced and repositioned restoring therapy. Note: as it is unknown which lead was replaced, all devices are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.